Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, "hot to the touch" irritation under the therapy electrodes. The skin had broken down on the back underneath the therapy electrodes to the point where it had its "own distinctive smell." The patient was given a prescription of lotrisone from her physician. The irritation improved.